Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the MDR submitted was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloons of two swan-ganz catheter got ruptured while the user was inserting the catheters in the sheath. (This issue occurred two consecutive times on one sheath, during one patient's procedure.) The sheath was eventually replaced with a new one.